Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the performa system within 10 minutes: 68 mg/dl and 404 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Event description was updated to include additional blood glucose readings.

Event description:
It was reported that the customer received the following results on the performa system within 10 minutes: 68 mg/dl at 3:36 am and 404 mg/dl at 3:41 am. Then at 3:43 am, obtained a result of 69 mg/dl and within 10 minutes at 3:51 am, obtained a result of 590 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.